Event description:
Reporter indicated that vns pt had developed an infection at the pulse generator/pocket area. The infection was treated with antibiotics and explant of the pulse generator only. It was reported that the infection had resolved and that reimplant is not scheduled at this time.

Event description:
The patient was reimplanted with a new generator and compatible lead on (B)(6) 2003.